Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The parts returned were reviewed and it was found that twenty-one screws were returned, two 8 hole x plates, and one 4 hole l plate. Two of the screws were found to be cut indicating that part of the screw was left in that patient or discarded. On some of the screws you can see locking thread deformation indicating they were locked. The three plates showed signs of screw insertion but no signs of damage. The complaint is confirmed as not all threads are deformed on the screw threads. The lack of thread deformation on the locking threads indicated that the screws did not get locked into the plate. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the screws were not fully locked into the plates. The instructions for use states, ¿screws should always be locked in place using a manual screw driver.¿ a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data. Multiple supplemental MDR reports were filed for this event, please see associated reports: 0001032347-2017-00680-2 through 0001032347-2017-00685-2.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of seven for the same event. Reports two through seven are reported on MFR #0001032347-2017-00680 through 0001032347-2017-00685.

Event description:
The original surgery was performed on (B)(6) 2017. The patient returned complaining of pain one month later. It was discovered, the sternum "slipped off" and the plate and screws came off the sternum. A revision surgery was performed to remove all devices and to fixate the sternum with wire. Some portion of the explanted products remained inside the patient's body.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. This is supplemental report one of seven for the same event. Supplemental reports two through seven are reported on MFR #0001032347-2017-00680-1 through 0001032347-2017-00685-1.